Event description:
During an unrelated procedure, an increase in the pacing impedance and a high capture threshold resulting in a loss of capture were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.